Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a separation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, detached adhesive on the bending section cover was observed. The service repair technician indicated that the most likely cause of the detached adhesive on the bending section cover was due to a separation problem. There was no patient involvement.